Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was observed between the transfer set and disconnect cap which caused a connection issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a uv disconnect cap and an evaluation is complete. A visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues.. The unknown uv disconnect cap was used during leak testing. The uv spike sample was connected to a uv disconnect cap using the uv flash machine with no issues. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.